Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . The patient experienced a cgm accuracy issue which occurred 8 days after the sensor was inserted into the abdomen. On (B)(6) 2024 , the patient¿s cgm was providing a ¿urgent low¿ alert, and no specific cgm value was documented. The patient did not have a bg meter to use for a comparison. The patient was feeling tightness in his chest and tachycardia (rate of 178). There was no documentation of any treatment being taken by the patient. The patient¿s spouse took the patient to the hospital. At the hospital, the bg value was checked by the nurse and the patient¿s bg reading was 140 mg/dl while the cgm was reading low mg/dl. The patient was treated with an unspecified intravenous medication to lower his heart rate. The patient was in the hospital for 1 days before being discharged home. At the time of report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the c zone of the parkes error grid when the patient was tested by the nurse at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. The probable cause could not be determined as the allegation was not found. The customer's complaint was undetermined because there is no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.